Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding an everflo device. The device was returned to a third party service center. During evaluation of the device, the device was found alarming, to have blown sieves, melted covers, overheating, and a cracked flow control. The device also had a case full of sieve dust and a faulty cooling fan that did not turn on causing overheating, alarming, and covers to melt. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.